Event description:
Customer reported a button error on her insulin pump. The day before the device started beeping and customer could not get it to stop. Customer's blood glucose was unknown. The device alarmed button error on friday and customer cleared the alarm. Since then, the buttons have not been responding well. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm. The insulin pump has with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and cracked case at reservoir tube window corner.